Manufacturer narrative:
Submit date: 07/20/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
The customer reported an issue with an enteral feeding pump on (B)(6) 2016. It was reported that the unit over/under delivers.

Manufacturer narrative:
Submit date: 10/19/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit over/under delivers. The unit was triaged and the complaint could not be confirmed; unit passed all testing. The unit was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.